Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, while attempting to implant the left ventricular lead, the lead could not be inserted. The lead was not used. No further information was available.